Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The device cannot be confirmed.

Event description:
The hospital engineering department reported that the device is not working properly. During surgery there was a power decrease and a broken fuse. There was no harm or delay and the surgery was finished with an alternate device. No adverse events were reported as a result of this malfunction. No additional event information available.